Manufacturer narrative:
Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found damaged, no functional test was performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected a fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis, this and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported during an unk procedure, that the reload did not fire. No further info was provided. There was no adverse pt consequence.